Event description:
It is reported that in 1997 pt underwent left total hip replacement. Post-operatively in 2001, x-rays revealed loosening of the acetabular cup. As a result, in 2001 the hip was revised where it was confirmed that the acetabular shell had loosened from the acetabulum. A new zimmer monoblock porous acetabular cup and zimmer femoral head were placed.